Event description:
The customer reported several drops of blood fluid dripped into the drip tray and erroneous complete blood count (cbc) and differential results were generated for ten patients, involving the coulter act 5diff autoloader (al). The fluid was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Quality control (qc) was within specifications prior to the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report two of two referencing the event date noted.

Manufacturer narrative:
The field service engineer (fse) observed the probe wipe assembly was leaking at the top. The fse replaced the o-ring and resolved the issue. Service activity was verified to meet specified requirements per established procedure. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. This medwatch report is related to MDR 1061932-2013-01231.